Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed for oxygen low flow. The device's active exhalation control module needs to be replaced to address the issue. No repair was performed. The unit will be scrapped.